Event description:
The customer's mother reported via phone call that the customer was having unexpected restart alarms after the insulin pump loses power. Customer's mother stated that she will not receive a low battery alert and the pump will power off. When the customer puts in a new battery, the pump will show numbers and count down before giving a no delivery alarm. Customer's blood glucose was 122 mg/dl. Customer's alarm history was reviewed and the customer's mother confirmed that the customer received a low battery alert before the unexpected restart. Customer also received an external ram error. Customer's mother stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. Customer's mother was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed the self test and the buttons all responded properly. No display anomaly was noted. However, the insulin pump alarmed after a battery change due to a faulty component on the interface circuit board. The insulin pump had normal operating currents. No unexpected battery alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.